Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial:(B)(6). Batch: 7026178.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an infection. No further information has been obtained despite good faith efforts.